Manufacturer narrative:
(B)(4). Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. Did not note any issues with the backlight, nor dimming/color problems. While attempting to upload pump data, the middle (enter) keypad button unexpectedly stopped working. After further review did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself. After swapping the boards to another known good case, the problem persisted. The keypad anomaly seems to be isolated to a problem with the boards. The unit was received with very minor scratches on the lcd window. The scratches are so fine that most users are able to read and navigate the menus. Inserted a test p-cap into the retainer ring, and it locked in place properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen and also no delivery alert and light and color dimmer and contrast off the screen.. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.